Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol ventralight st on (B)(6) 2017. As reported, the patient is making a claim for an adverse patient outcome against the ventralight st. It is alleged that the patient had subsequent surgical intervention due to the hernia mesh device. Attorney alleges that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2017 ¿ patient was diagnosed with left inguinal hernia, left lower quadrant and right lower quadrant abdominal pain, adhesions thereby underwent laparoscopic repair with implant of ventralight st using echo ps. Per operative notes, ¿a long thin adhesion from the colon to near umbilicus to the edge of old well incorporated umbilical herniorrhaphy mesh. A small left inguinal hernia was noted. A round ventralight st using echo ps was placed to cover the left inguinal hernia defect and secured using absorbable tacks. Appendectomy was performed¿ (note: the previously placed mesh seen during this procedure was unknown). (B)(6) 2018 ¿ patient was diagnosed with left lower quadrant pain, internal hernia, omental adhesions thereby underwent laparoscopic repair. Per operative notes, ¿adhesions towards the mesh was lysed. The ventralight st using echo ps was well incorporated into the wall. Internal hernia in colon appendage was adherent with omentum was resected."

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct the brand name and PMA/510(k) root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-nov-2016) is considered to be a best estimate. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided, a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol ventralight st on (B)(6) 2017. As reported, the patient is making a claim for an adverse patient outcome against the ventralight st. It is alleged that the patient had subsequent surgical intervention due to the hernia mesh device. Attorney alleges that the patient experienced emotional distress and the device was defective.